Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant was returned for investigation. Visual inspection of the as returned product identified significant wear and debris (dried blood and bone residue) around the implant threads and the drive feature. The implant identified a fracture (chipping) at the collar. The product is too badly damaged, and embedded with too much debris for accurate measurement. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 62364140. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62364140) for similar events and 2 other complaints were identified regarding fracture. Therefore, based on the available information, device malfunction had occurred and the reported fracture event was confirmed following physical inspection of the returned product. The reported medical event could not be verified with the information provided. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided, weight unknown / not provided. Additional PMA/510(k) numbers: k101880.

Event description:
It was reported that the implant was removed due to mesial fracture. Tooth location 19.